Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation and the reported stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the stent dislodgement appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion with mild tortuosity, mild calcification, and 85% stenosis. An 8.0x39 mm omnilink elite stent system protective sheath/stylet was removed without resistance and prepped according to the instructions for use. The omnilink elite was advanced without resistance toward the target lesion; however, the stent dislodged from the balloon during advancement. There was no interaction of devices. The dislodged stent was removed by using a snare device. The omnilink elite was simply withdrawn from the patient anatomy without issue. A non-abbott device was used to successfully complete the procedure. No other device/procedure issues were noted. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.